Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 82 mg/dl. The customer alleged the insulin pump was under delivering insulin due to around blood glucose 300 mg/dl. Customer had symptoms such as vomiting and dizziness. Customer was treated with insulin pump and manual injection. Customer performed high pressure test and the test failed. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, , rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test and active current measurement. However, device failed the sleep current measurement due to moisture damage on the electronic assembly. Unable to verify delivery anomaly due to moisture damage.